Event description:
Information received from the patient reported that had an overstimulation sensation from their implantable neurostimulator (ins). The patient was reprogrammed on (B)(6) 2016 by the manufacturer's representative. The patient told the representative they felt fine after but when they got home and turned the stimulation on it was so high that the sensation was going all the way down to their fingers and toes. The patient turned the stimulation down but still felt a sensation in their fingers. It was recommended to the patient to contact their healthcare professional (hcp) for programming. The indications for use for the implanted device were non-malignant pain, chronic low back pain, and cervical radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient did not report the high stimulation that went down to the patient's fingers and toes to their hcp. Instead, the patient reported good coverage of need after programming completed. The cause of the high stimulation issue is unknown. At the time of the report, the patient was fine and the symptoms resolved after programming was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.